Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:the complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was jammed inside the expressew gun.when the expressew gun is not properly cleaned after reuse, debris can build up inside the shaft of the gun. When excessive debris builds up inside the shaft of the gun, the needle can become stuck when fired. From past investigations, the needle can become jammed if the user attempts to remove the stuck needle from the distal tip of the gun. This is not the intended removal path when the needle becomes stuck. When this operation occurs, excessive stress on the needle can cause the needle to break at the distal tip therefore is a potential root cause for the issues experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii suture passer with hook misfired and the expressew iii needle became jammed in the gun. The sales rep stated after the procedure when he tried to remove the needle from the gun, the needle broke about an inch. The sales rep stated that nothing broke in the patient. The procedure was completed was completed with another passer and needle with no patient harm or surgical delay to the case. The sales rep could not provide a lot number for the needle. The gun and the remaining part of the needle that is stuck in the gun will be returning for evaluation.